Manufacturer narrative:
The device was not returned to olympus for evaluation and the customer¿s allegation has not been confirmed. The customer reported the issue was resolved by switching out the bulbs and applying extra grease. Additional information indicates the procedure lasted approximately 30 minutes. The patient was moved to another room to complete the procedure. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported to olympus that during a procedure, the lightsource exhibited an e101 temperature error. The customer felt the side and there was hot air blowing out. The vents were checked for dust and blockage and none were seen. The back panel was taken off the cart and the device was powered off for a while and the customer was able to continue using. The customer also reported that the lamps were replaced the previous week. The event was observed during the end of a colonoscopy screening procedure which was completed with the same device with a slight delay. There was no patient harm reported.

Manufacturer narrative:
A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely, that the heat exhaust function did not function properly, due to the amount of grease applied. Dust in the exhaust port or other factors, causing the indicated phenomenon error code e101 (clv temperature error e101) to occur. However, the root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The procedure was a screening colonoscopy. The duration of the procedure was not prolonged, nor was the patient¿s anesthesia extended. The length of the procedure was approximately 30 minutes. The procedure was completed with the use of a similar device and by moving the patient to a different room. The condition of the patient was not impacted by the failure. The reported problem did not affect the diagnostic or therapeutic outcome of the procedure. No medical intervention (i.e. Treatment outside the scope of the procedure) required as a result of the reported problem. No other devices connected to the subject device when the failure occurred. The bulb was changed out and extra grease applied. And has not been a problem since.